Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to encoder out of phase. The pump had minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown. There were motor error alarms in the alarm history. The insulin pump was not returned for analysis.